Manufacturer narrative:
No end user information provided. The product was evaluated and repaired by an independent repair center. Should additional information become available, a supplemental record will be filed.

Event description:
Per the independent repair center, the customer alleged problem is the unit is alarming/unit shuts down/ unit alarms not functional . The key failure causing the unit to alarm and shut down is the operator valve is stuck. The key failure causing the unit to have no alarms upon start up is the power switch has no alarm function. The non-alarming issue is a reportable event which is the basis of this FDA filing.